Manufacturer narrative:
The subject device in this report has not yet been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that a patient, who had undergone a diagnostic upper endoscopy with the subject device, felt pain in the left breast and the back in five hours after the procedure. The patient came back to the user facility. Because there was possibility that abnormality in the esophageal exterior wall of mediastinum. The patient visited another facility for a CT scan diagnosis, and a perforation of the esophagus was found there. The perforation was fixed by endoscopic clipping procedure, and the patient is under medical treatment. The user facility reported that during the insertion in the upper endoscopy procedure, the distal end of the subject device was retroflexed. When the facility tried to release the retroflex of the distal end, a laceration occurred in the esophagus at the location of 35 cm from the oral. It was reported that the user facility continued the procedure since there was no bleeding from the laceration. The procedure was completed. The user facility confirmed no bleeding from the laceration during the withdrawal of the subject device.